Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had diarrhea for the past 4 weeks and it was progressively getting worse. The consumer was provided assistance in turning the stimulation off for a non-related brain MRI. Additional information received from the family member on oct. 3, 2018 reported that they patient was experiencing diarrhea and was in the hospital since last thursday (B)(6) 2018) because of the issue. There were no further complications reported or anticipated.